Manufacturer narrative:
The returned device was evaluated. During evaluation a loose ribbon cable on the system board was found which caused the device to keep rebooting itself and sound a watchdog alarm. On the system board, fuse f3 is open causing the battery to be completely depleted as it cannot be charged. Also on the system board, c200 was torn off with the pads, causing the rattling sound in the device. The ribbon cable was placed correctly and the device was able to turn on and function as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the unit turns on and off by itself. There was no known impact or consequence to patient.